Event description:
The manufacturer received information alleging a cylinder separated from the ultrafill device. There was no report of patient harm or injury. The utlrafill device and cylinder were returned to the manufacturer for evaluation. The ultrafill device was tested and was found to operate to design specifications. The cylinder was tested and the fill fitting has separated from the post valve. This occurs when excessive force has been applied to tighten the fitting to the point the brass has fractured but not fully separated from the post valve. Visual inspection of the cylinder was completed by the manufacturer. The manufacturer found evidence of markings caused by a tool used for overtightening of the fitting. This occurred in the field, not during manufacturing.